Event description:
It was reported by a patient, that she had an abbott medical optics intraocular lens (iol) implanted in (B)(6) 2012, and a capsulotomy performed in (B)(6) 2012. Further, her acuity improved greatly with the implanted lens; however, the ''halo'' effect the patient experienced formerly has been replaced by starbursts that are most noticeable at night (nearly blinding in the side view mirror). The patient continually reports catching light on the lens edge that results in a glittery ring of light and also sees multiple concentric rings around electronic lights (such as a stove clock). The patient's eye doctor hoped the capsulotomy would have alleviated these effects, but unfortunately it hasn't. The patient indicated that her current lens are crizal by esselor.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Event date: (B)(6) 2012, the exact date is unknown. Because the serial number was not provided, the manufacturing and expiration dates are unknown. Implant date: (B)(6) 2012, the exact date is unknown. (B)(4) - intraocular lens. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In follow up with the patient she indicated tht she is in her (B)(6) but would not provide her date of birth. She would not provide her doctor's name or address but stated that he is ''considered prominent in the field and the head at a (B)(6) hospital." Patient's current visual acuity is 20/20 with glasses. She stated that driving at night is not entirely comfortable. Glare bothers her at times when speaking to people in a back-lit setting or sitting in a fluorescent-lit room or looking into sunlight. The patient indicated that after the capsulotomy she had 5 retinal tears with bleeding that were treated by laser in (B)(6) 2012. This procedure was performed by a retinal specialist. Clarification: in the initial report it was stated that the patient's current lens is a ''crizal by esselor'' which was determined to be the type of spectacle lens she wears and not an intraocular lens. All pertinent information available to the manufacturer has been submitted.